Event description:
It was reported that an empty cartridge alarm occurred while the cartridge was not empty. A supply change was performed. There was no adverse impact to the customer¿s blood glucose.